Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited noise over sensing with inappropriate mode switch and had led to pacing inhibition. The atrial lead was explanted and replaced with a new lead. The patient was recovering post procedure.